Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected pump error 63 alarm noted during the testing. The pump was monitored and no battery anomalies noted. Successfully downloaded history files and traces using thump. Pump error 63 alarm (variableinfo = 15) ((B)(4)) was recorded and found in the formatted history file on: (B)(6) 2023 12:14:51.000 and (B)(6) 2023 12:28:15.000. Pump error 63 alarm (variableinfo = 15) ((B)(4)) was confirmed, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:17:45.000 (B)(6) 2023 17:52:19.000 (B)(6) 2023 17:55:31.000 (B)(6) 2023 17:58:27.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:14:54.000 (B)(6) 2023 12:15:09.000 (B)(6) 2023 12:17:54.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:52:40.000 (B)(6) 2023 17:55:46.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:53:02.000 (B)(6) 2023 17:53:09.000 (B)(6) 2023 17:56:13.000 (B)(6) 2023 17:56:41.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. There were no other unexpected pump errors/alarms noted 2 days prior to the event date 20-jun-2023 in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label peeling and fading. Battery anomalies was not confirmed. However, pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) was confirmed, suspected on hw. During visual inspection, corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received hardware low level failures alarm (pump error 63). Customer also received battery error. No harm requiring medical intervention was reported. Troubleshooting was not performed and customer was asked to replace pump. The customer will discontinue to use the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.